Manufacturer narrative:
(B)(4)

Event description:
It was reported that ventricular oversensing was observed. Patient was experiencing intermittent light headedness. Egms were not available for further review. No further information was available.